Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and verified that h-bridge on bi-phasic pcb assembly was damaged due to switched wiring. The cause of the reported issue was determined to be due to maintenance.

Event description:
A customer contacted stryker to report that their device unexpectedly dumped defibrillation charge. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing biphasic module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker requested the return of the replaced part for further evaluation at the product assessment center (pac).

Event description:
A customer contacted stryker to report that their device unexpectedly dumped defibrillation charge. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.